Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, clamp tubing". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 55.9, rate 2.2 and 44.10 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed ?no disposable, clamp tubing". It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 55.9, rate 2.2 and 44.10 was given. No adverse patient effects were reported. No additional information is available at this time.